Event description:
The customer reported that on 10/22/97 vasoseal was used following a ptca procedure. The pt had a previous catheterization procedure on 9/23/97 and vasoseal was used. Post-procedure the site was oozing. Manual pressure was used to stop the oozing. Later a hematoma formed and oozing continued. Pt was sandbagged. The pt then complained that his leg felt funny. His popliteal pulses were absent. The pt went to or for an embolectomy. Pt was discharged on 10/24/97.